Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have a severely bent grip, causing side to vertical misalignment.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clips would not stay on the large hem-o-lok clip applier. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the robotics coordinator and obtained the following additional information: the issue occurred when the customer was attempting to apply a clip to patient tissue. The clip applier failed to close the clip and dropped the clip inside the patient. The customer retrieved the clip with a grasper through an assist port and swapped to a backup clip applier instrument. They continued the procedure as planned. The customer informed they had an ongoing problem with clip applier instruments but was unable to provide specific dates or details. The customer informed they believed they may have solved the issue by switching from vessel lock clips to hem-o-lok clips.